Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to target the suprascapular nerve and treat left shoulder pain. After having the system activated, the patient reported difficulties maintaining connection between the implantable pulse generator (ipg) and the external therapy discs. Through troubleshooting and investigation it was determined that the patient's anatomy, specifically the laxity in the skin, was allowing excessive movement of the ipg. A surgical revision was performed on (B)(6) 2023 to place the ipg in a more stable position to maintain communication between the ipg and the therapy discs. No implantable components were replaced during the procedure and the patient subsequently reports being satisfied with the therapy being received.

Manufacturer narrative:
Malpositioning of the nalu implantable pulse generator (ipg) is a known and inherent risk of the system due to changes in the patient anatomy during the positioning for surgery as opposed to being in an upright position or during normal movements. The ipg was successfully relocated to a more optimal position and the patient subsequently reports satisfaction with the therapy being received.